Manufacturer narrative:
Investigation summary: bd received a 22 gauge insyte autoguard unit from lot 9224589 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed the safety device was already activated. The engineer could not observe a transfixed catheter. Based off the visual inspection the engineer was unable to verify the reported defect. Since no defects were observed during inspection a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that during insertion the needle went through catheter with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from portuguese to english: when puncturing a patient, the device transfixed and had to be removed. The puncture was performed again with another device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during insertion the needle went through catheter with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: when puncturing a patient, the device transfixed and had to be removed. The puncture was performed again with another device.